Manufacturer narrative:
A2: age at time of event - 69 years. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that unknown number of wafers from unknown lot number for which mass was eroded and the area of the plastic was exposed which cut into the stoma. The end user stated that she had a condition that caused bleeding in general because of that she had to be very careful. Also, stated that she was able to stop the bleeding. The product was used on the patient for two to three days. No photo was available at this time.